Event description:
The facility's biomedical engineering dept reported an incident of misprogramming involving a colleague infusion pump. The pump was reported to be infusing dopamine at an unknown rate to an emergency room pt when the event occurred. Reportedly, the pump was used after the battery was drained so low that it cleared the facility's custom list of rate/dose personalities and reverted back to the factory default personality list. The nurse then erroneously programmed the pump in "mg/kg/min" mode, rather than "mcg/kg/min" and started the infusion. The infusion ran for three minutes before it was noticed and stopped. Reportedly, the pt had to be stabilized. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, pt outcome, medical intervention, rate of the medication involved, or set up of the infusion device.